Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone extraction procedure performed on (B)(6) 2021. During the procedure, it was noted that the catheter was broken. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter broken. Block h10: investigation result. A visual examination of the returned complaint device revealed that the catheter was broken in two sections, which confirms the reported event. It was also noticed that the catheter was also kinked and stretched. No damage was found on the balloon. It is possible that the procedural factors such as lesion characteristics, the interaction with the scope, handling of the device, the technique used by the physician, and normal procedural difficulties encountered during the procedure could have resulted that the catheter was broken. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) stone extraction procedure performed on december 1, 2021. During the procedure, it was noted that the catheter was broken. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.